Event description:
Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hip, tissue damage, necrosis and exposure to metal debris reported.

Event description:
It was reported that revision surgery was performed. The patient experienced cobalt and chromium levels which reportedly resulted in a stroke, paralysis, and blood clots.